Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and leads were replaced due to patient pain on the left side of the body. The device was explanted and the atrial, right ventricular, and left ventricular leads were capped to resolve the event. The patient was stable following the procedure and there were no adverse consequences. Related manufacturer reference number: 2017865-2020-15432, 2938836-2020-08739, 2017865-2020-15433.